Event description:
Hip arthroplasty revision surgery due to infection occurred on the (B)(6) 2019. Previous surgery happened on (B)(6) 2018. During previous surgery, femoral head (code #5010.09.283, lot#1405199, ster. #1400145), neck (code #7515.15.010, lot #1617982, ster. #1700026) and stem (code # 3814.15.010, lot # 1510075, ster. # 1500229) manufactured by lima were implanted in combination with a liner manufactured by a lima's competitor. During the revision surgery, after washout the lima femoral head and the competitor's liner were removed and replaced with a lima femoral head (same size) and, again, a competitor's liner. According to the info reported, surgeon remarked that patient condition may have contributed to the event (no further info provided). Germ responsible for the infection is unknown. Event occurred in australia.

Manufacturer narrative:
Check of the DHR: by checking the manufacturing and sterilization chart of the lot #1405199, no anomaly was found on a total of 64 modular heads manufactured with this lot#. Thus, it can be concluded that all the components manufactured with this lot# have been properly sterilized before being placed on the market. This is the first and only complaint received on this lot#/ster. Explants analysis: explants not available to be returned to lima corporate. X-rays analysis: we received one single x-ray referring to previous surgery (exact x-ray date is unknown) and sent it to our medical consultant for a clinal opinion. Comments: "information indeed is very limited to make a conclusion. I presume the x-ray was made between (B)(6) 2018 and (B)(6) 2019. In that case a few flaws are visible like high-hip-center and dislocation of the fractured trochanter. However, such findings are not unusual in case of a revision and are acceptable. For sure they cannot be a cause of infection by themselves. As the reason for revision has been infection all other details are of minor relevance, in special mixing of implants does not cause an infection by itself. In a case with infection longer than 3 weeks all implants need to be removed and replaced by a new prosthesis, either in one or in more steps. However, according to your info, the surgeon replaced only (femoral) head and liner, which means a recurrence must be expected." Based on the check of the sterilization charts, the absence of similar complaints related to this lot#/ster. And the opinion given by our medical consultant, event is not classified as product related. Pms data: according to our pms data, revision rate of modular heads belonging to the family of codes 5010.09.xxx - 5012.09.xxx due to infection is 0.007%. None of these cases was classified as product related. No corrective actions planned for this specific case. Lima corporate will keep monitoring the market.

Manufacturer narrative:
By checking the manufacturing and sterilization charts of the lot #s involved, no anomalies were found. Thus, it can be concluded that all the components manufactured with these lot #s have been properly sterilized before being placed on the market. This is the first and only complaint with these lot #s. We will submit a final report once the investigation will be concluded.

Event description:
Hip arthroplasty revision surgery due to infection occurred on the (B)(6) 2019. Primary surgery happened on (B)(6) 2018. During primary surgery, the femoral head (code #5010.09.283, lot#1405199, ster. #1400145) the neck (code #7515.15.010, lot #1617982, ster. #1700026) and the stem (code # 3814.15.010, lot # 1510075, ster. # 1500229) by limacorporate were implanted and combined with a liner from another manufacturer. During revision, after a washout only the femoral head and the constrained liner were removed and replaced. Event occurred in (B)(6).